Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Blood glucose was 213 mg/dl. Reportedly, the alarm cleared and the customer resumed insulin delivery successfully after reloading the cartridge.